Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, a hair was found on oxygenator. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6), 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added lot number and expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 4238, 25) type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 3331 - analysis of production records type of investigation #3: 4114 - device not returned investigation findings: 4238 - contamination of environment by device investigation conclusions: 25 - cause traced to manufacturing the affected sample was not received so a thorough investigation could not be conducted. However, a picture of the hair was provided to confirm the event. A representative retention sample was reviewed with no foreign matter present. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.